Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 302 mg/dl at the time of incident. The customer stated that the reservoir ring was loose. Customer stated that the reservoir ring does not lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.